Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed oversensing due to noise on the rv lead. Further testing was recommended.